Event description:
It was reported that an unknown failure occurred. The sensor was inserted into the arm on (B)(6)2024. On that same day, the patient went to sleep thinking he was able to connect his dexcom sensor. It was not specified what the patient¿s last known cgm value was from his prior sensor session. However, when the patient woke up around 2:00am on (B)(6) 2024, he was not receiving cgm readings due to a pairing failure. Upon waking, the patient was dizzy, started vomiting, fell and lost consciousness. The fall ¿broke his neck¿. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 650 mg/dl. The patient was transported to the emergency room (ER) and treated with insulin. He was hospitalized for 2 days before being discharged home. The patient was also in a neck brace for one week due to his fall injury. The patient was fine at the time of report. Data was evaluated and the allegation was undetermined. However, a sensor failure during warmup due to low counts aberration was noted in the logs on (B)(6) 2024. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.